Manufacturer narrative:
Per the device¿s instructions for use difficulty crossing the native valve may be due to anatomical and/or procedural factors, including heavy calcification, wire bias into commissures, horizontal aorta, tortuous thoracic aorta, flex catheter kinked, and incomplete bav. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. In this case patient and procedural factors [bicuspid aortic valve with bulky calcification; less than optimal coaxial alignment of the delivery system and valve] appear to have contributed to the crossing difficulty. There is no evidence that suggests the commander delivery system malfunctioned. In this case, per report, the delivery system was unable to transverse the patient¿s anatomy due to operator technique (had not done a bav and tried to partially inflate nose cone to cross). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(4) affiliate, during the transfemoral tavr procedure, while alignment of the valve in the descending aorta, the physician had trouble crossing the native valve. Per report, a bav had not been done and physician attempted to partially inflate the nose cone in order to cross. Unfortunately, this resulted in the valve being slightly opened. The sapien 3 valve then had to be deployed in the descending aorta. The patient was then predilated and a second valve was placed in the correct position. There was no issue with either system. Once the second valve was implanted the surgical team was happy with the outcome.